Event description:
Small pieces of plastic retained in rectum during hemorrhoidectomy procedure, caused by defective stapler. Foreign objects removed by physician after re-prep of patient and use of replacement stapler.

Manufacturer narrative:
See scanned pages.